Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with a patient sample later confirmed to have an anti-kell when testing using 0.8% resolve panel a lot# vra198, cells #7 and 11, exp. 06-24-2014. Customer reported that initially testing was performed on the sample against biotest reagents and tango instrument and anti-kell was identified with 2-3+ reaction noted with kell positive cells. Customer then tested the same sample against their 0.8% screening cells and resolve panel a lot# vra198 and no reaction was obtained with either. Cts guided the customer in concentrating cell#7 and 11 of 0.8% resolve panel a vra198 and cell #1 from the screening cells to a 3% concentration and testing the donors for the kell antigen. Positive reactions were obtained. Customer further stated that daily qc testing was performed and was acceptable and that visual appearance before use was acceptable. No sample was available for return.